Manufacturer narrative:
Carefusion complaint number (B)(4). The field service representative evaluated the unit and determined the issue was due to a faulty front panel assembly. The field service representative replaced the front panel and checked the extended systems test and the operational verification procedure and the unit is meeting all manufacturer specifications. The front panel assembly was returned for investigation however the investigation was not yet completed. Upon completion of the evaluation or in the event additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while performing testing the respiratory therapist said that when the vent was powered up the touch screen is frozen and will not accept changes. The incident did not occur while on a patient.

Manufacturer narrative:
Device evaluation: the carefusion failure analysis department received the front panel assembly for evaluation and was unable to reproduce the reported event. It was determined that the reported incident was isolated to fluid ingress on the front panel causing intermittent operation. This is considered a known issue and has been corrected through an engineering change order.